Event description:
It was reported that bumper broke upon impaction of the femur. All fragments were retrieved. None left in the patient.

Manufacturer narrative:
The associated complaint device was not returned. A review of manufacturing records did not reveal any abnormalities that could have contributed to the reported issue. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.